Event description:
It was reported that pump experienced malfunction and displayed malfunction code that caller stated was not resettable, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Cts will assist caller with setting up new pump that was previously sent.